Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-14118. It was reported that the patient presented for a procedure on (B)(6) 2023. During the procedure, the physician was unable to unscrew the right atrial (ra) lead from the header of the pacemaker. It was not specified whether the inability to remove the lead was a pacemaker or lead issue. Both the device and lead were ultimately explanted and the procedure completed without further consequences. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). New information received that the patient originally presented in clinic initially with syncope reported. Fluoroscopy was performed and revealed right ventricular (rv) lead dislodgement. The rv lead was explanted. The replacement rv lead was implanted later on (B)(6) 2023.

Manufacturer narrative:
The reported event of connection issue could not be confirmed. A full lead was returned in one piece for analysis. Visual inspection and x-ray examination were normal with no anomalies found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the replacement pacemaker and right atrial lead were implanted later on (B)(6) 2023.